Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a paclitaxel set leaked chemo near the clamp that goes into the pump. The issue occurred during priming under the hood in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: change quantity to three (3) units (previously reported as one). Additional information was received for h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.